Event description:
It was reported that while operating the ventilator on a pt, the following occurred; alarms screen to set alarms, low mv alarm went off; back-up ventilator came on; back to alarm screen; found the white block for low mv alarm numerical read out empty; pressed on square and numeric appeared; confirmed low mv; back to main screen; reset alarm. This placement occurred repeatedly. The pt was then supported with an ambu bag and the ventilator switched off; switched on rechecked; reset and attached to the pt; it ran well without any problems for 8 hrs; then the phenomenon occurred again. The customer tried to adjust and reset the alarm but the end changed the pt to another ventilator. Then, when the ventilator was running, the test lung was checked and within the first hour, the low mv alarm went off and the back-up ventilator came on; when the alarms were checked all were well and on reset of alarms; the ventilator is working well at present.

Manufacturer narrative:
The ventilator was not returned to MFR, newport medical instruments, inc for eval. The reported problem was a known issue, and it was fixed by updated software and hardware.